Event description:
It was reported bd insulin syringe had missing label information. The following information was provided by the initial reporter: "torn & vendor lot not clear"

Manufacturer narrative:
H.6. Investigation: customer returned images of a shelf carton and several polybags for 0.3ml, 30 gauge, 8mm syringes from lot 1018173. No tears are readily visible to the polybags shown. However, the printed lot number on the reverse side of the pouches is not clearly printed, with limited to none of the text associated with the lot number legible. A review of the device history record was completed for batch# 1018173. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Maintenance dispatch (l2l) was reviewed, was opened for coding issues on the polybag. The coding was becoming light and lines appearing in the print. There is no dispatch for the ¿wrinkle¿ in the carton. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd insulin syringe had missing label information. The following information was provided by the initial reporter: "torn & vendor lot not clear."